Event description:
During orthopedic surgery for a left scaphoid fracture, the surgeon used a screw to compress the fracture, but the screw head became damaged (stripped) and could not be advanced or removed. Ultimately, the surgeon had to leave the screw in place but shave it down to ensure it was smooth and flush to nearby structures. Diagnosis or reason for use: the screw was being used during an orif of a wrist. "Is the product compounded: no, is the product over-the-counter: no."